Manufacturer narrative:
The current instructions for use contain the following: "teeth that have been previously traumatized or significantly restored may worsen. In rare cases, the useful life of the tooth may be reduced, and the tooth may require additional dental treatment such as endodontic therapy and/or additional restorative treatment, and/or the tooth may be lost.". Potential root cause not identified. Align's clinical review of available records indicates that the retainer was reported as not fitting properly over tooth #19, and the patient experienced pain in that area. There is no conclusive evidence provided that supports or opposes whether the vivera retainer caused or contributed to the reported symptoms or the required tooth extraction. Based on the available information and the clinical assessment below, the treating doctor reported that the patient required tooth extraction, and the vivera retainers were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that the patient had symptoms of pain when biting on tooth #19 and an ill fitting retainer over tooth #19. The patient's as tooth #18 was extracted. It is unknown if the patient was prescribed or took any medications to alleviate the reported symptoms. It is unknown if the patient discontinued or continued use of the retainers, and the patient's current condition is unknown.